Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value at the time of incident was 459mg/dl. Customer mentioned about insulin flow blocked alarm and also stated that sometimes the insulin goes into him and the blood glucose value was normal but then he ate a sandwich or something and gave a bolus but a couple of hours later his blood glucose value was over 500mg/dl. Customer stated that the insulin flow blocked alarm was resolved by set change. Insulin pump will not be returned for analysis.